Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and yellow particles in the inside in the shell. Leak test was performed and found opening on the anterior/posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool and sharp opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated edge opening on anterior side due to surgical damage and a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to concern with product.

Event description:
Patient reported right side "deflation and rippling." Healthcare professional reported right side deflation and exchange due to concern with product. Patient also reported "memory loss and joint pain."; these events are not device related. Device was explanted.